Event description:
During a retrospective review of pt data at various (B)(6) locations, it was noted that the pt's predominant seizure (tonic-clonic seizures) were noted as having an increase in frequency, as well as an increase in the duration of seizures, ictal severity and post-ictal severity of seizures at the 6-month and 2-year follow-ups. It was noted at the pt's 6-month visit that the device was disabled due to unknown reasons, and remained disabled at the subsequent visits. A search performed in the manufacturer's programming history database indicated that the last known diagnostics were within normal limits. Additionally, it also indicates that the pt's device has since been turned back on ((B)(6) 2010) with continued titration of settings. Good faith attempts to obtain additional info have been unsuccessful to date.